Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had no symptoms reported and the patient just wanted their device checked out since their car accident. It was reported that an impedance check was done and showed that contacts 6 and 15 were greater than 10,000 ohms. None of the patient¿s programming were currently using these contacts so the patient was just advised to follow-up as needed. The impedance issue was not resolved. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2020. No further complications were reported/anticipated.